Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: a cut in the cable and water tightness lost. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a cut in the cable and water tightness lost. There was no patient involvement.